Event description:
It was reported that the clinical support specialist (css) was on site doing a pump demonstration for a beginner intra-aortic balloon pump (iabp) class and upon inspection, dark brown fluid filled approximately 1/2 of the water condensation bottle. Through discussion with the group, several of the staff relayed an instance that occurred "during hurricane sandy", (B)(6) 2012. Nurses noted a small amount of blood in the helium driveline tubing, but senior nursing staff said that there was no issue since the pump was doing fine. The patient was a witnessed cardiac arrest outside of the hospital setting. The patient was brought to the facility by emergency medical services (ems) and taken to th e cath lab; no intervention was possible. The intra-aortic balloon (iab) was placed through the polyurethane sheath via right femoral artery for support as well as hypothermia therapy and multiple IV pressors. The patient received continuous renal replacement therapy (crrt) for kidney support also. After several days on life support with no improvement, it was determined that the patient was brain dead and all life support was removed. The patient expired after life support was removed. After bedside attempts to remove the iab failed, the patient was taken to the operating room for surgical cut down and removal of the iab. As a result, the css took the pump (serial number (B)(4)) to biomed for service. The biomed engineer stated doing preventative maintenance (pm) on all the pumps in (B)(6) and there was no issues noted at that time. The nurses relaying this information to the css did not care for this patient directly and were relaying information they remembered. Additional information received from the css on (B)(6) 2013 stated that during the class the attendees told the css the decision to withdraw care was made. The iabp couldn't be removed normally and the patient was taken to the operating room (o.r.). The patient was taken off ventilator after the operating room and expired within a few minutes. An update received by the sales representative on (B)(6) 2013 stated that after speaking with the field service representative (fsr), the fsr stated it was possible that blood could have dried in the pump and did not appear in the water condensation bottle until the iabp was placed on another patient; condensation accumulated in the system and then drained into the bottle. The coloration in the bottle was a rusty brown color, not red. There have been no other reported incidences of rupture.

Manufacturer narrative:
(B)(4). Device will be returned for evaluation.